Event description:
It was reported that, the amplitude, the pacing threshold and the pacing impedances of the left ventricular (lv) lead, right atrial (ra) lead and the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) exhibited a drop in values, all within normal limits, except for the pacing impedance of the rv lead that were low out of range. All of the values began to be disrupted on the same moment, that corresponds to the time when the patient developed a quasi-permanent form of atrial fibrillation (af). The technical services (ts) indicated that these variations are the result of a deterioration in the patient's condition, probably due to his transition to chronic af and not a lead impairment. The technical services (ts) discussed troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.